Event description:
It was reported that the customer's blood glucose (bg) was recorded as high. Cause was not known. Customer delivered a bolus via the pump to resolve bg. During pump system check with technical support, no issues were identified. However, customer declined to complete the system check. Technical support advised customer to monitor bg and change pump supplies.